Manufacturer narrative:
Concomitant medical product(s): dtma1d4 crt-d, implanted (B)(6) 2012; 429688 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) leads were explanted due to a pocket infection. The crt-d was used externally with a temporary ventricular lead through the jugular. The crt-d device and temporary lead were replaced with a new crt-d system eight days later. No further patient complications have been reported as a result of this event.